Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, the display was dim and discolored. The battery compartment was observed to be cracked in three places. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a display issue and damage to the battery compartment. This report is made based on results of investigation completed on (B)(4) 2016.